Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that post implantation patient experienced pain, infection, recurrence, bleeding, dyspareunia and urinary problems. Patient underwent mesh removal on (B)(6) 2012 (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/11/2015 corrected information. Additional narrative: it was reported that the patient experienced pelvic pain, recurrent and worsening of incontinence, dyspareunia, infections, mesh erosions and heavy bleeding. It was reported that the patient underwent mesh revision, and sparc sling was implanted on (B)(6) 2013. (B)(4).